Event description:
It was reported that the image of the subject device had green bars. The event occurred during the unspecified procedure. The intended procedure was completed using similar device. There were no serious injury/no adverse patient effects.

Manufacturer narrative:
E1- facility name - (B)(6) hospital, (B)(6). E1- facility address - (B)(6) postal code (hospital): (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation and due to corrections. Updated fields: d8, d9, g3, g6, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event was caused by a component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.